Event description:
In 2005 immediately after completion of the plasmapheresis procedure, the donor became flushed and complained of an excessive stuffy/runny nose and swelling/itchy eyes. The plasma center medical supervisor (ms) was called to the donor floor. Upon arrival the ms immediately noted the donor to have swollen eyes and nasal congestion. The donor indicated no difficulty breathing. Donor had no problem breathing through their mouth. The ms was preparing to administer an epinephrine injection and again the donor refused.the donor was taken to ms office where no breathing difficulty was observed. However, nasal congestion was noted and the donor's eyes continued to swell. The ms encouraged the donor to have the donor transported to a local ER for assessment and treated. The donor agreed and the center assistant manager called the ems. While waiting their arrival, additional assessment by the ms noted no wheezing and no other evidence of bronchospasm but did note a couple of hives appearing on the donor's back and upper chest. There was no rash or swelling noted at the venipuncture site. The donor denied any known allergies. Donor initially though the dust on their book was causing these symptoms during the plasmapheresis donation. The paramedics arrived, and before transport they gave the donor an injection of benadryl. The donor refused to be taken to the ambulance via a cart. The paramedics escorted their on foot to the ambulance. The donor remined alert and oriented through out this event. Pt was able to call their roommate from the center prior to transport to advise a need for a ride from the ER. Vital signs were within normal limits upon leaving with the pararmedics. Two days later additional revealed that donor received no additional treatment at the ER but oral prednisone was prescribed. The donor was released that same evening. The following day the donor was improving though one eye was still closed by swelling. The donor was advised to follow up with their personal physician and advised that pt was permanently deferred from plasma donations due to this reaction. The ms also requested copies of their ER medical records and any addiitonal medical records in regards to this event. This information is still pending at this time. Medical affairs review of the donor medical history card and the annual medical history/physical examination form found the results unremarkable.